Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete event and patient information.

Event description:
It was reported the patient plans to undergo surgical intervention due to their ipg being inoperable.

Manufacturer narrative:
A4 - patient weight was obtained via follow-up and has been provided. H6 - medical device problem code (the correct code has been provided based on further event information obtained via follow-up).

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced due to being inoperable because the patient went an extended period of time without recharging their ipg.